Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were returned to the manufacturer for evaluation. The reported issue appears to have been resolved onsite by replacing the disconnected fiber optic cable. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, after replacing the imaging system's motion batteries, the pendant displayed "initializing system, please wait." Both motion and communication indicators had green check marks. In trouble-shooting, the generator displayed "ready" but the detector displayed "not ready." It was then discovered that the fiber optic cable to the pax scan processor was disconnected while replacing the batteries. Replacing the fiber optic cable resolved the issue. No further issues were reported. There was no patient present when this issue was identified.